Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient indicated for gastrointestinal pelvic floor reported that stimulation was too high on (B)(6) 2016. The patient was trying to turn stimulation off, however they were seeing the "poor communication" screen. The programmer would not connect with or without the antenna. It was noted the patient did not have a recent surgery. When the antenna was pushed all the way into the programmer during troubleshooting, it worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.